Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was attempted to be used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones performed on (B)(6) 2025. During the procedure, the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome dreamwire 44. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized prior to bowing. However, according to the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additionally, a photo of the complaint device inside the packaging was provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.